Manufacturer narrative:
One medfusion pump was received with the top case front lower left corner chipped and a cracked left case. The event history log was reviewed and there were multiple motor rate errors. A motor drive train test, occlusion flow tests and visual inspection were conducted. The motor rate error was found during occlusion tests and the top case was chipped. The motor rate issue was caused by the main board optical motor sensor (u29) not operating as intended. The chipped top case issue was caused by chemical or harsh cleaning detergent; which was user induced. The main board and top case were replaced to resolve the issue.

Event description:
Information was received indicating that a smiths medical medfusion pump had a motor rate error and the case was cracked. There was no patient or clinical injury.